Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. Inherent risk of procedure - acute re-occlusion necessitating surgical intervention. No device returned. Evaluation conclusion: known inherent risk of procedure ¿ acute re-occlusion necessitating surgical intervention. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Event description:
A scuba 7/18mm stent was placed in the cfa (common femoral artery) of the left leg of a patient during an index procedure. Post procedure it was reported that critical ischemia of the left leg occurred. Critical limb ischemia was due to occlusion of the sfa (superficial femoral artery) and the ipsilateral cfa-possible crush of the scuba stent. Thrombendarterectomy and stent extraction were performed to treat the occlusion. No further patient complications were reported for this event. ¿please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).¿

Manufacturer narrative:
(B)(4).

Event description:
The scuba stent was explanted approximately 11 months post implant due to occlusion of the stent.